Event description:
It was reported hypotension occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The trusteer sheath was used to advance a pigtail catheter into the appendage, followed by contrast injection and device sizing via transesophageal echocardiography (tee). A 20mm wds was advanced, however a suboptimal positioning was noted via contrast imaging. The wds was recaptured, and removed from the trusteer sheath. The pigtail catheter was advanced for additional contrast images. Difficulty to draw back on pigtail was noted, and the physician adjusted the pigtail. A contrast image was completed with the pigtail in placed and possible staining was then noted. The physician inquired about hemodynamics, and the anesthesia physician reported a drop in patient blood pressure. The physician removed the trusteer sheath and pigtail from left atrium and aborted the procedure. Protamine was administered. Tee remained in place to monitor for effusion, with none observed after five minutes. The patient hemodynamics stabilized. The physician suspected a perforation of the appendage occurred, however it could not be confirmed via imaging. No intervention was required and the patient was discharged.

Manufacturer narrative:
H6: patient code added per medical safety review.

Event description:
It was reported hypotension occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The trusteer sheath was used to advance a pigtail catheter into the appendage, followed by contrast injection and device sizing via transesophageal echocardiography (tee). A 20mm wds was advanced, however a suboptimal positioning was noted via contrast imaging. The wds was recaptured and removed from the trusteer sheath. The pigtail catheter was advanced for additional contrast images. Difficulty to draw back on pigtail was noted, and the physician adjusted the pigtail. A contrast image was completed with the pigtail in placed and possible staining was then noted. The physician inquired about hemodynamics, and the anesthesia physician reported a drop in patient blood pressure. The physician removed the trusteer sheath and pigtail from left atrium and aborted the procedure. Protamine was administered. Tee remained in place to monitor for effusion, with none observed after five minutes. The patient hemodynamics stabilized. The physician suspected a perforation of the appendage occurred; however, it could not be confirmed via imaging. No intervention was required and the patient was discharged.